Event description:
A report was received that a patient was experiencing an event of hypotension and dizziness. The physician assessed the incident as device related. The patient's medications of rampiril and torem were reduced to help with the hypotension.

Manufacturer narrative:
Additional information was received that the event has resolved.

Event description:
A report was received that a patient was experiencing an event of hypotension and dizziness. The physician assessed the incident as device related. The patient's medications of rampiril and torem were reduced to help with the hypotension.